Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The difficulty with extending and retracting the helix was confirmed due to the observation of bunched reinforced polytetrafluoroethylene (rs-ptfe) insulation. Despite the helix test passing at crm, the bunched ptfe suggests the lead was placed through a constricted area. This likely caused the helix mechanism difficulty in the field. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this tachy lead was attempted due to a difficulty of the lead helix extending and retracting. This tachy lead was replaced and not implanted. No adverse patient effects were reported.